Event description:
It was reported that the facility had experienced 3 safety events where the catheters were not draining appropriately and minimal urine output was noted from the catheters, with patients complaining of abdominal pain, in which a bladder scan resulted in 800ml to more than 1l being present in the bladder. The nurses then had to manipulate the tubing to get the urine to drain. In 1 instance, it was reported that the urine was full of sediment and following flushing the catheter with sterile solution, 850ml had drained. However, the other 2 instances the foleys were not occluded with sediment. It was also routinely observed by the nurses that the catheters were air locking or required manual manipulation each hour to drain urine output into the urometer, whereas previous products drained every hour.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿biological deposits¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostics and treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the unknown latex temp-sensing catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the facility had experienced 3 safety events where the catheters were not draining appropriately and minimal urine output was noted from the catheters, with patients complaining of abdominal pain, in which a bladder scan resulted in 800ml to more than 1l being present in the bladder. The nurses then had to manipulate the tubing to get the urine to drain. In 1 instance, it was reported that the urine was full of sediment and following flushing the catheter with sterile solution, 850ml had drained. However, the other 2 instances the foleys were not occluded with sediment. It was also routinely observed by the nurses that the catheters were air locking or required manual manipulation each hour to drain urine output into the urometer, whereas previous products drained every hour.